Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: hemostasis valve leaked. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the dilator was removed from the starclose se sheath, blood came out of the non-functioning hemostatic valve. Vessel access was kept with the guide wire as the starclose se device was removed and a second starclose se device was placed. Hemostasis was achieved using the second starclose se device. There were no reported adverse patient effects. No additional information was provided.